Event description:
Additional information was provided by a nurse that the iol was exchanged for a company iol with increased toricity and power. This would indicate an attempt to adjust or fine tune the refractive outcome. There is no reported defect or fault with the lens.

Manufacturer narrative:
Corrected and additional information was provided in a.2., a.3., b.2., b.5., b.6., b.7., d.10., and e.4. Summary: no supplemental report will be required as the additional information provided indicated that the iol was exchanged in an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target. Had this information been received prior to submission of the initial medical device report the reported event would not have been reportable. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens iol) implant procedure, the patient experienced blurred vision, residual astigmatism, and hyperopia. The iol was exchanged in a secondary procedure. Additional information has been requested.